Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing, resulting in pacing inhibition. No intervention was performed. The patient was stable.